Manufacturer narrative:
Siemens headquarters support center reviewed the customer data and determined that the assay is performing within specifications. Quality control and slope adjustments for the assay were within specifications the day the discordant result was obtained on the immulite 2000 xpi instrument. The customer has informed siemens that there is no sample available to be sent for in-house testing. In addition the customer informed siemens that a field service engineer was not needed to check the instrument onsite. The cause of the discordant false negative result for shrimp allergen on the patient sample is unknown. The system is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
The customer notified siemens of a discordant false negative shrimp allergen result on a patient sample run on an immulite 2000 xpi instrument when using the allergy specific ige assay. The result was reported to the physician(s) and questioned. The same patient sample was run on an alternate platform (non-siemens) and the result was positive and within expectation. The result obtained on the alternate platform was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant false negative result obtained on the patient sample for shrimp allergen.